Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a series of unspecified alarms throughout their treatment. The patient eventually cancelled their treatment and upon removing the supplies, discovered that fluid had leaked within the cassette compartment of the cycler. The patient reverted to manual supplies to complete their therapy. The patient attempted to re-use the cycler for their next treatment but they continued to receive unspecified alarms. The patient contacted a technical support representative who advised the patient to discontinue use of the cycler. The cause for the leak was unknown. The patient had manual supplies to continue with their treatment while the cycler was unavailable. The cassette used at the time of the incident was discarded. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. The patient received a replacement cycler and was able to continue their treatment without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An external visual inspection was performed and identified that the heater tray was lower on the left-side edge which resulted in a go / no-go check failure during testing. The height of the heater tray was corrected by adjusting the left m6 x 30 mm set screw. A simulated treatment was initiated and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.